Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, burning sensation and sleeplessness. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune-like symptoms"), menstrual disorder ("abnormal menses"), vaginal discharge ("discharge"), hot flush ("hot flashes"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), sexual dysfunction ("sexual dysfunction"), vulvovaginal mycotic infection ("yeast infection"), abdominal distension ("severe bloating"), dysgeusia ("metallic taste in mouth"), pain ("all over body aches and pain"), dyspepsia ("heartburn"), dizziness ("dizziness"), migraine ("migraine"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), peripheral swelling ("swollen feet"), alopecia ("hair loss"), dry skin ("dry skin"), tooth disorder ("dental issues") and acne ("acne") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy with partial resection of cornua bilaterally). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, infection, urinary tract disorder, allergy to metals, autoimmune disorder, vaginal discharge, hot flush, loss of libido, dyspareunia, vulvovaginal mycotic infection, abdominal distension, dysgeusia, pain, dyspepsia, dizziness, migraine, anxiety, depression, mood swings, peripheral swelling, alopecia, weight increased, dry skin, tooth disorder and acne outcome was unknown. The reporter considered abdominal distension, acne, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dizziness, dry skin, dysgeusia, dyspareunia, dyspepsia, genital haemorrhage, hot flush, infection, loss of libido, menstrual disorder, migraine, mood swings, pain, pelvic pain, peripheral swelling, sexual dysfunction, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successful occlusion of bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, burning sensation and sleeplessness. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune-like symptoms"), menstrual disorder ("abnormal menses"), vaginal discharge ("discharge"), hot flush ("hot flashes"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), sexual dysfunction ("sexual dysfunction"), vulvovaginal mycotic infection ("yeast infection"), abdominal distension ("severe bloating"), dysgeusia ("metallic taste in mouth"), pain ("all over body aches and pain"), dyspepsia ("heartburn"), dizziness ("dizziness"), migraine ("migraine"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), peripheral swelling ("swollen feet"), alopecia ("hair loss"), dry skin ("dry skin"), tooth disorder ("dental issues") and acne ("acne") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy with partial resection of cornua bilaterally). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, infection, urinary tract disorder, allergy to metals, autoimmune disorder, vaginal discharge, hot flush, loss of libido, dyspareunia, vulvovaginal mycotic infection, abdominal distension, dysgeusia, pain, dyspepsia, dizziness, migraine, anxiety, depression, mood swings, peripheral swelling, alopecia, weight increased, dry skin, tooth disorder and acne outcome was unknown. The reporter considered abdominal distension, acne, allergy to metals, alopecia, anxiety, autoimmune disorder, depression, dizziness, dry skin, dysgeusia, dyspareunia, dyspepsia, genital haemorrhage, hot flush, infection, loss of libido, menstrual disorder, migraine, mood swings, pain, pelvic pain, peripheral swelling, sexual dysfunction, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successful occlusion of bilateral fallopian tubes. Lot number: b66020, manufacturing date: 2013-08-30, expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.